Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "airway pressure sensing failure." Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling, power cycling, and three days of functional stress testing without duplicating a malfunction to the device. Faults of this nature can be related to a patient coughing, but we are unable to confirm. The logs suggest the fault occurred but it was not a permanent condition with the device. The customer was sent a new device as an accommodation at their request. Analysis for reports of this type has not identified an increase in trend